Event description:
Additional information received reported the cause of the impedance issue was determined and there was a short circuit in the system due to trauma from a car accident. Fractures were unidentified via x-ray and CT scan. The battery was replaced in the middle of (B)(6) 2014 and the patient was programmed using different contacts that did not have issues. The patient¿s therapy was intact, they were happy, and they received therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v407602, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported the patient was in a car accident 5-6 weeks prior to report. For the following 2 weeks after the accident, the patient felt tingles in their body, but the therapy was still good. Then after the 2 weeks, the patient had a shock in their right arm and on the right side of their body and the therapy was lost. The programming neurologist had scheduled an exploratory surgery on the day of report because of lowered impedances and the implantable neurostimulator (ins) went dead. Their tremor came back everywhere. The left therapy impedance was 82 ohms with a ¿high current¿ and the right therapy impedance was 1,984 ohms. It was noted there could still be an issue with the left lead after they closed up just based on the patterning of impedances. Additional information reported impedances were taken at default and the patient was feeling stimulation when they did so they did not increase to 1.5v. An ins longevity calculation was performed and it showed 15 months. The patient was getting better therapy than ever, even before the accident. Further follow-up is being conducted to obtain more information. Left lead electrode impedance: c0 2922, c1 1402, c2 922, c3 844, 01 2899, 02 3194, 03 3112, 12 1548, 13 1517, 23 210; right lead electrode impedance: c8 2879, c9 3943, c10 2320, c11 1425, 89 5835, 810 4857, 811 3849, 910 5441 911 4593, 10 11 2883.